Event description:
Physician inflated the 6.0 x 100 mm angiosculpt device in the superficial femoral artery (sfa) multiple times. Upon attempting to remove the angiosculpt device, it was unable to move as the shaft and the guide wire were bonded together. Upon removal, the physician attempted to remove the guide wire and used excessive force to remove the angiosculpt device and completely damaged the scoring element. The physician removed the guide wire and the angiosculpt device together. The physician rewired the lesion to complete the procedure. The hospital disposed the angiosculpt device.

Manufacturer narrative:
The angiosculpt device could not be removed as the shaft and the guide wire were bonded together. The physician removed the angiosculpt device and the guide wire together. The physician had to rewire the lesion which resulted in prolongation of the case. There was no clinical injury reported by the physician. The angiosculpt device was discarded by the hospital, thus unable to evaluate device.